Event description:
The facility reported a colleague infusion pump with a failure code of 810:11. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the reported condition of a colleague infusion pump with an 810:11 failure code was confirmed but not reproduced during product evaluation. The cause of the reported condition was determined to be an out of calibration air-in-line printed circuit board (ail pcb). The ail pcb was recalibrated to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.